Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, material and/or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on limited information available and after multiple unsuccessful attempts to obtain, the material number and batch number is unknown; reviews could not be performed and it was not possible to assess the rm documentation. No physical sample was provided by the customer. CAPA is not required at this time.

Event description:
It was reported that the unspecified bd syringe experienced foreign matter in device cannula/syringe. The following information was provided by the initial reporter: the reporter contacted the distributor to request replacement of 1 vial of eylea because there was a black hair where the syringe connects to the needle. The reporter denied any adverse events or missed doses due to this event. The reporter stated the technician withdraws the medication first as the vial is upright, then she inverts the vial. Syringe location reported as on the exterior of the barrel, noticed during withdrawal from the vial and reported as fixed to the component.